Event description:
It was reported the safestep needle 20g x 0.75 item lh-0031 in. Lot # asjrfc043 tubing breaking / cracking at the distal end of the tubing where it meets the luer lock hub. The patient was accessed on (B)(6) 2024 and had to return to the outpatient infusion clinic for troubleshooting, the incident occurred on day 7 ((B)(6) 2024) of a continuous infusion. Had to stop treatment and de-access the huber needle. Required needle removal, blood cultures, and re-access of the port. Patient required additional, unplanned visit to clinic to troubleshoot and a disruption of antibiotic administration (nafcillin). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the extension tubing was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20 ga x 0.75 in. Safestep infusion set. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the safestep needle 20g x 0.75 item lh-0031 in. Lot # asjrfc043 tubing breaking / cracking at the distal end of the tubing where it meets the luer lock hub. The patient was accessed on (B)(6) 2024 and had to return to the outpatient infusion clinic for troubleshooting, the incident occurred on day 7 ((B)(6) 2024) of a continuous infusion. Had to stop treatment and de-access the huber needle. Required needle removal, blood cultures, and re-access of the port. Patient required additional, unplanned visit to clinic to troubleshoot and a disruption of antibiotic administration (nafcillin). No other information was provided. Description of complaint in medwatch: father called into hematology/oncology stating that patient is on an extended-release abx home infusion for the next day or two and father noticed there was a red spot on the patient's shirt and when further evaluated there was blood back flowing in the pac line where the abx bulb is connected. Father stated there is no bleeding at the port site, no swelling, redness or irritation noted at port site either. Father stated that once he did that the abx started flowing and could see the blood returning into the patient as the medication was infusing. Dad called back stating that he figured out the problem and there is a hole in the pac line that is connected to the port needle above the green cap where the abx is infusing. Father instructed to bring patient in and break in line was noted by care team right above the clave. Port needle removed and sequestered.